Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
(B)(4) - the end user's daughter states the spreader bar will not attach to the chair on the right side due to a bad weld.